Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the patient had the battery changed to have the ability for MRI conditionality. The patient was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date of revision.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.